Event description:
The customer reported to olympus, the visera elite ii video system center had only color bars coming on the display but no image, after attaching the camera head to the video system center. The issue was found during maintenance and the same device was used to complete the operation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty receptacle unit. In addition, an e226 error, dust inside the device, and wires corroded were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the event occurred due to a failure of the receptacle unit. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.